Event description:
A report was received that the patient will undergo a revision procedure. The reason for the revision is not known at this time.

Event description:
A report was received that the patient will undergo a revision procedure. The reason for the revision is not known at this time.

Manufacturer narrative:
(B)(4). Additional information revealed that the patient will not undergo a revision procedure. The patient was reprogrammed, which resolved the event.